Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery, the patient had issues of stomach pain and pressure headaches. According to the report, the patient had pain in their right side since implant and experienced hand tremors and vision issues. Reportedly, the patient had revisions for pain. The patient ultimately had the shunt replaced with a vp shunt and was currently doing better, with no pain on the right side and improvement in tremors. It was noted that patient had at least two mris while the shunt was implanted.

Manufacturer narrative:
Per the healthcare provider, there was no additional product involved in the reported revisions other than the product reported under manufacturer report #2021898-2017-00341. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no malfunction with the device. It was stated the patient had stomach pain and could not lay on their right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.